Manufacturer narrative:
Additional information received: no sample has been received and there are no previous investigations. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This FDA 3500a represents an unk number of devices that were reported for this complaint. Should additional info become available a follow-up report will be submitted. Note: there are four (4) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other three (3) cases.

Event description:
It was reported the connector on the endotracheal tube does not fit firmly into the connection port of the resuscitation bag.